Event description:
It was reported that the patient had the implant for six months and had her six month follow up on the day prior to the report with her healthcare provider (hcp). The hcp informed the patient that there was ¿about ¼ battery left¿ and the hcp found this ¿strange.¿ the patient was told by her hcp that she could wait until the implant was completely run out in ¿about six to eight weeks.¿ the patient wanted to know if it was normal for the implant to deplete so fast. The patient noted that she had a rare disease and during the summer it had progressed, so she had to increase stimulation. The patient stated that she had the ¿worst kind of the disease¿ and that her needs would always go up. The patient would have to continually increase and eventually would need a colostomy bag. Twelve days later, it was reported that the cause of the event was unknown. There were no abnormal impedances. Hospitalization was not required and the battery will probably need to be changed. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# va03ezl, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient's device was displaying a "low battery." For the past 5-6 weeks, each week, the device was shutting itself off and the patient had to manually turn the stimulation back on. During the week of this report date, it had only been four days and the stimulation was shutting itself off. A second follow up report will be sent if additional information is received.